Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). Further information was requested but not received.

Event description:
It was reported that the symptomatic patient had been falling many times and broke her wrist. The patient was in a lot of pain due to injuries. The patient was referred to a clinic; however, the pulse generator has no indicated malfunction.

Manufacturer narrative:
Should have been female not blank.

Event description:
New information received noted that the patient presented in-clinic for follow-up on 08aug2019. The physician concluded that the patient was experiencing dizzy spells that resulted in fall due to medication. After stopping medication, the dizzy spells subsided. The patient was awake, alert, and felt better. The patient's condition was stable.